Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient cannot raise the stimulation on program c and found this started "2 days ago probably". Pt connected and is seeing settings not available. Pt reports no falls or trauma and no emi exposure; however, it was noted that the patient had slid off the recliner in the last week. The patient attempted to switch to programs a and b; however, when they attempted to turn stimulation up, they were still getting the same message. The patient was able to turn stimulation down, but could not turn it up. It was noted that at the patient's battery replacement on (B)(6) 2021, electrodes 1, 5, 8, and 14 were advised to be avoided. Program c (driving deeper) was most successful in getting desired perception with room for her to increase if experiencing a headache. Programs b and a had out of regulation issues due to amplitudes required despite electrode additions and pulse width increases attempted. Coverage at replacement was left and right neck into occipital region.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.